Event description:
After essure insertion started having symptoms such as spontaneous hives, other skin conditions, depression, severe anxiety, heavy painful periods, abdominal pain, painful intercourse developed unknown autoimmune disease, lupus, fibromyalgia. Lower back and hip pain.